Event description:
Pt experienced redness, induration, and acne after collagen treatment. Pt had electrolysis in the area of the symptoms about 14 days prior to onset of symptoms. Physician has treated pt with oral dycloxicilin.